Manufacturer narrative:
Device evaluated by manufacturer: the returned device was attached to an encore inflation unit. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflated beyond its rated burst pressure. The dfu states: "balloon pressure should not exceed the rated burst pressure." The rated burst pressure for this device is 12atm. (B)(4).

Event description:
It was reported that balloon rupture occurred. During a percutaneous transluminal coronary angioplasty (ptca) procedure, a 10/3.00 flextome¿ cutting balloon¿ was selected and inflated to 15 atmospheres for 30 seconds; however, at 5 atmospheres the balloon burst. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: under (B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. During a percutaneous transluminal coronary angiogplasty (ptca) procedure, a 10/3.00 flextome cutting balloon was selected and inflated to 15 atmospheres for 30 seconds; however, at 5 atmospheres the balloon burst. No patient complications were reported and the patient's status was stable.